Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that the alarm persisted even after a battery change. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case on reservoir tube window corners and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.